Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a moderate leak streaming liquid on the right upper edge by the hanger side of the bag weld. Magnified inspection of the leak location identified an edge gouge with raised eva edges around the sides of the gouge. Light abrasions and fraying were also visible. Further inspection observed the manual add port cap had been removed, and the manual add port septum had been spiked. The bag contained trace ingredient residue inside it indicating it had been filled. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on the seam of the eva bag. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.